Event description:
It was reported that during a thyroidectomy procedure, the tip of the instrument broke during the procedure. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during dwell 3 of 4 on the homechoice. The home patient (hp) and the bags were connected at the time of the alarm. The technical service representative (tsr) had hp close all clamps, cycle power off and on. The alarm cleared. The cause of the alarm was undetermined. The tsr advised hp to let registered nurse (rn) know of air detect alarm. Proper procedures were reviewed with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time the analysis showed that the device were returned with the distal tip of the blade broken off and not returned with the devices. The remaining blade portion was scratched on both devices. The device were activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.